Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that imaging catheter stuck in stent occurred. The 38mm in length, 2.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), a stent was placed then a non-bsc guide catheter was inserted and intravenous ultrasound (ivus)was performed using the opticross¿. When opticross was pulled out, the device got caught in the distal edge of the stent and got stuck. Physician believed that there was meandering and calcification on the distal side of the deployed stent and by placing the stent in the uneven portion, the stent strut protruded towards the lumen side. Therefore, the guidewire exit port of the opticross¿ was stuck in the protruding stent strut. The physician was able to release the opticross¿ from the stent by pushing and torquing the opticross¿ imaging catheter and the non-bsc guide catheter. The procedure was completed using another non-bsc stent placed at the distal of the previously placed stent. No patient complications and injury were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device returned has a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that imaging catheter stuck in stent occurred. The 38mm in length, 2.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery (lad). An opticross imaging catheter was selected for use. During the percutaneous coronary intervention (pci), a stent was placed then a non-bsc guide catheter was inserted and intravenous ultrasound (ivus)was performed using the opticross. When opticross was pulled out, the device got caught in the distal edge of the stent and got stuck. Physician believed that there was meandering and calcification on the distal side of the deployed stent and by placing the stent in the uneven portion, the stent strut protruded towards the lumen side. Therefore, the guidewire exit port of the opticross was stuck in the protruding stent strut. The physician was able to release the opticross from the stent by pushing and torquing the opticross imaging catheter and the non-bsc guide catheter. The procedure was completed using another non-bsc stent placed at the distal of the previously placed stent. No patient complications and injury were reported.